Event description:
Pt in for cleft palate surgery. An IV of d5 with 0.2 saline was started at a rate 44 ml/hr into the peripheral left hand site. IV site was checked by nursing every hour. Pt experienced infiltration with compartment syndrome. Pt required surgical intervention. Pt required surgical intervention. Pt was discharged 02/27/2001. Pump is being evaluated by biomedical engr.tubing was not saved.